Event description:
It was reported that the customer had high blood glucose levels of 235 mg/dl. The mother of the customer reported a compromised force sensor system error from the insulin pump. The mother of the customer also reported that insulin was squirting out during manual priming from the insulin pump. Troubleshooting was done. The mother of the customer reported that the drive support cap of the insulin pump appeared to be normal. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime during prime test, due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).